Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected for the reported failure mode. Visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. However, no visual defects were observed. To test the functionality of the complaint device an e-iii needle was loaded into the chamber of the device and then fired and found that it is jammed and not opening the jaw of the device. Hence, confirming the complaint. Hence,the needle was removed manually. Although, we cannot discern a root cause for the reported failure, it is possible that the failure occurred due to excessive mechanical force while handling the device. A manufacturing record evaluation was performed for the finished device product and serial number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopic procedure the ratchet mechanism on the handle of the customer's expressew iii without hook is jammed and not opening the jaw of the device. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.